Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, customer contacted the technical support engineer (tse) stating that monopolar energy was not working and that an ¿activation interrupted due to an error c 34¿ message was displayed. Tse instructed the customer to change the coagulation mode to classic, explaining that this would limit the power output to two. Later, the customer again reported the same issue during another procedure and indicated they would connect a 3rd party validated generator to complete the surgical procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c 34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. The probable cause of error c 34 points to high frequency (hf) voltage too low in on state.